Manufacturer narrative:
No medwatch form was received - symptomatic.

Event description:
It was reported that the pulse generator exhibited no output and could not be interrogated. In 2009, the remaining longevity was 0.25 years. The patient was symptomatic with a heart rate in the 30-40 beats per minute range. The elective replacement indicator byte was checked, but to no avail. The device was replaced.